Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was noticed to be "defective". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Follow up information received by the complaint confirmed the procedure date of (B)(4), 2011. Reportedly, the problem was noticed during unpacking, outside of the patient. The procedure was completed with another of the same device without harm to the patient.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex plus ureteral stent revealed that the tip of the bladder coil was dented. The dents are consistent with those caused by the positioner when force is applied when advancing down a guidewire. A .038'' guidewire passed freely through the stent. The suture was not returned; it is not possible to determine how the suture became detached. Most likely, during the preparation process, the proximal tip was damaged.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was noticed to be "defective." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was noticed to be "defective". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.